Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podj coils). During the procedure, while the physician was inserting a podj coil through a lantern delivery microcatheter (lantern), the podj coil pusher assembly became kinked. Therefore, the podj coil was removed and the procedure was successfully completed using new podj coils, ruby coils and the same lantern. There was no report of an adverse effect to the patient.